Manufacturer narrative:
Other, other text: additional information was received regarding the reported event. The event occurred during infusion. Patient received the remaining infusion after the unit was powered back on. The infusion was not life sustaining and there was no medical intervention provided. The product did not cause or contribute to any patient or clinical injury. Lastly, customer noted that the issue occurred on (B)(6) 2021.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received in good physical condition. A manufacturing DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of various system faults. A functional check was performed and customer's problem could not be confirmed. Error codes 46507 and 44509 were found in the event history logs. Root cause of the reported issue is unknown. The mpu board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was shutting down during infusion; it was added that it was giving error messages 46507 and 42224. It is unknown if there was a patient involved.